Event description:
Ambulance was attending to a pt, condition unk. The reporter stated the defibrillation cable would not stay properly connected to the disposable defibrillation ECG electrode. No other event info was provided.